Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure, the fiber was noted to have commenced "forward firing" @ 275,053 joules and 29:00 minutes of usage; no additional information provided. The procedure was completed with the use of a second fiber. Patient outcome: "no injury to the patient" was reported.